Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received a shock from the cardiac resynchronization therapy defibrillator (crt-d) due to what appeared to be atrial flutter signal patterns on the intracardiac electrograms. This was observed on both the right ventricular (rv) pace/sense and shock channels. There was also a period of pacing inhibition (4.6 second duration). It was noted the physician had initially placed the rv helix on the septal wall. The svc coil was located in the atrium and the distal coil in the rv. Boston scientific technical services (ts) discussed that likely oversensing of atrial flutter on the proximal end of the distal coil was strong enough to be oversensed by the rv. Ts noted the flutter rate was very fast and was detected in the vf shock therapy zone, therefore would have no discriminators. Ts noted that likely the lead pulled back just enough to sense the atrial signals. The flutter waves measured 1.0 to 1.5 mv on the stored event. Ts discussed that the agc could be adjusted to cover this up and also discussed considering a lead revision to reposition the lead by not using septal locations unless the rv coil is buried down in the rv with good slack and suturing. No patient symptoms were reported. Additional information that the patient underwent a revision procedure to reposition the rv lead. It was noted that the patient had a lot of stenosis, therefore the lead was removed to regain access in order to reposition it. The lead was positioned successfully with good sensing measurements. No additional adverse patient effects were reported.